Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. The patient¿s representative reported the patient has been in the hospital for a couple days due to spasticity, itching, bitchy and twitchy. Per the caller the healthcare provider is not able to figure out what is going on with the patient. The caller further reported the ptm (personal therapy manager) was communicating with the pump. The patient¿s representative also stated the patient has a urinary tract infection and the healthcare provider gave the patient 5mg oral baclofen. The caller also stated the patient has a lot of spasticity. The refill date is (B)(6) 2025 and the alarm date is (B)(6) 2025. The caller also stated the pump was due for replacement in (B)(6) 2025 but they want to replace it in (B)(6) 2025. The caller stated they had been calling the healthcare provider¿s office but haven't heard back from them. The patient was redirected to their healthcare provider to further address the issue.